Event description:
It was reported that a cerebral vascular accident and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted on (B)(6) 2023. The patient was discharged. On (B)(6) 2026, the patient experienced a cerebral infarction, resulting in hemiplegia. A transient ischemic attack (tia) occurred after an ablation, and due to the high risk of bleeding, a closure device was implanted. There were no issues at the one-year follow-up, but the patient primary care physician recently decided to discontinue medication. Afterward, the patient was urgently transported to the hospital due to a cerebral infarction. An ultrasound examination confirmed the presence of a device related thrombus (drt) and due to the hemorrhagic nature of the cerebral infarction, resuming oral anticoagulation (oac) was difficult. The patient was administered heparin, and after confirming the drt dissolution, surgical removal was planned. It was suspected that the cause was possibly a device-related thrombus. No further information was provided at the time of this report.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported that a cerebral vascular accident and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted on (B)(6) 2023. The patient was discharged. On (B)(6) 2026, the patient experienced a cerebral infarction, resulting in hemiplegia. A transient ischemic attack (tia) occurred after an ablation, and due to the high risk of bleeding, a closure device was implanted. There were no issues at the one-year follow-up, but the patient primary care physician recently decided to discontinue medication. Afterward, the patient was urgently transported to the hospital due to a cerebral infarction. An ultrasound examination confirmed the presence of a device related thrombus (drt) and due to the hemorrhagic nature of the cerebral infarction, resuming oral anticoagulation (oac) was difficult. The patient was administered heparin, and after confirming the drt dissolution, surgical removal was planned. It was suspected that the cause was possibly a device-related thrombus. No further information was provided at the time of this report. It was further reported that the patient has been transferred to a rehabilitation facility, the patient required an unknown intervention for cerebral infarction, the medication prescribed following the stroke was lixiana. At the 2-year mark, minor bleeding complications were reported, medication was discontinued at the general practitioner (gp) discretion. The thrombus was located on the closure device; the morphology was pedunculated.